Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator screen is white; ventilator turns on. The customer reported there was no patient involvement.